Manufacturer narrative:
A ventilator was reported with failing the flow transducer test during pre-use check. A field service engineer changed a pressure transducer printed circuit board (pcb) and used a maintenance kit. The ventilator passed the pre-use check and was returned for clinical use. The pcb was not returned for investigation and no logs are available. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Unsuccessful flow transducer test are most likely related to a problem with: 1. Check that the expiratory cassette is correctly seated in the cassette compartment. 2. Replace the expiratory cassette. Since no goods or logs are available, the root cause of the failed flow transducer test cannot be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).